Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a retained capsule. The kub (kidney, ureter, bladder) x-ray done showed that the previously noted rectangular radiodensity was now apparent at the left aspect of the abdomen/upper pelvis, at the level of the pelvic brim, probably in the descending colon. It was assumed that the patient passed the capsule. The patient reported daily bowel movement with no abdominal pain. The last known patient status was doing well.